Event description:
It was reported that an occlusion alarm and a minimum fill notification occurred during the load sequence. Customer stated they would load a new cartridge to resolve the issue and declined further follow up. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.